Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act, up and down buttons due to unlocked j2 or lcd keypad connector. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had buttons are getting harder. Blood glucose level was unknown at the time of the incident. The troubleshooting was performed for the buttons issue. The insulin pump will be returned for analysis.